Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on (B)(6) 2015 from the patient indicating that the patient had not had an appointment since their last call. On (B)(6) 2015 the health care professional (hcp) indicated that there was a change in the patient's therapy. The patient was indicating that the settings were good before but at the time of the report they were needed to take more pain medication and the stimulation was not as effective. The patient wanted to get together with someone for reprogramming but it had not happened. The location of the symptoms reported was the back. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3487a-33, lot# j0337435v, implanted: (B)(6) 2003, product type: lead; product ID 3487a-33, lot# j0337435v, implanted: (B)(6) 2003, product type: lead; product ID 3487a-33, lot# j0337435v, implanted: (B)(6) 2003, product type: lead; product ID 3487a-33, lot# j0337435v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported that the patient needed to get it adjusted. The pain became worse, probably started in april 2015. The patient was having more pain and had to turn it up, this was almost at the top of the limit at the machine and had been running between the 9-10. It was supposed to be down to their lower legs and it was all the way into their stomach. It was causing cramping. It had a right and a left and they only used the right because the left side was so much worse in the abdomen and they did not even use the left side. It was reported that the leads were burned out. The part that went in their back had 6 leads and 2 were burned out. It was noted that this was probably over 10 years ago, probably over 8 years ago. It was noted on (B)(6) 2015 that more than ten years ago it was determined that they lead were burned out . The cause was using the stimulator full power constantly all day prior to medications helping control pain. The settings were adjusted to the best stimulation they could at the time. It was noted that after the leads burned out they had stimulation in abdomen, lower, and lower back and instead of just legs, they still had stimulation in legs. It was noted on (B)(6) 2015 that the burned out leads led to pain and stimulation in the wrong location. It was noted that they tried to adjust stimulation to try to resolve the pain and stimulation in the wrong location. If additional information is received, a follow-up report will be sent.